Event description:
It was reported that during a surgery for a proximal third femur fracture on (B)(6) 2014 the surgeon inserted guide wires per the technique for later insertion of recon screws used with the lateral entry femoral nail ex and while inserting the wires, it was noticed that the guide wires hit the nail and deflected anteriorly. The surgeon redirected the wires and eventually was successful in getting the wires through the nail and into an acceptable place into the femoral head. When inserting the recon screws the c-arm helped to confirm that the screws followed the correct track into the head and through the lateral entry femoral nail ex. The surgery was completed successfully; there was a twenty minute delay in the procedure. Intraoperative fluoroscopy confirmed that the screws are in place and a revision surgery is not needed. The patient status was reported as fine. This is report 3 of 10 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.